Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2420-0007 and lot#: 25065366 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14jun2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following: it was reported by the customer that primary tubing keeps alarming air in line though no air is in line. Primary tubing changed to same kind of tubing (2 ports), re-primed and put into channel- again alarming air in line. Channel changed with same tubing, again- alarming air in line. Primary tubing changed to different tubing (3 ports) and issue resolved.